Event description:
A customer obtained unexpected negative reactivity with pooled antibody screening cells on galileo neo 90078.

Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that negative reactions appeared as reported by the neo. The unexpected reactivity appears to be related to the weak reacting antibody in the sample. The instrument is operating as expected.